Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 240 mg/dl back to back, with a result of 120 mg/dl on the advantage system, when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.